Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white material in the syringe. There was no impact to the customer's blood glucose level. The same cartridge was filled using a new needle and syringe to address the event.